Event description:
It was reported to philips that system's wired footswitch was not working, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.